Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, of a g5 mobile app interruption due to ios upgrade on smart device. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of the g5 mobile app interruption due to ios upgrade on smart device could not be confirmed. A root cause cannot be determined.